Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) could not be interrogated using quickstart or by direct application of the device family.